Event description:
The manufacturer received information regarding an everflo device. The device was returned to a third party service center. During evaluation of the device, it was discovered the device had defective molecular sieves. The device sieve leaked and the interior of the device was full of white power. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Reporter phone number listed as: (B)(6). Device not returned to the manufacturer.

Manufacturer narrative:
Correction - not reportable the material in the sieve canisters is compatible with the following biocompatibility standards: iso 10993-1, iso 18562, cm-12. Leakage of sieve canisters is a indictive of past due device preventative maintenance . The sieve dust material exposure is not in the airway path of the canula. The risk document states this is an acceptable risk. This is not reportable.